Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50 serial number: (B)(6). Batch/lot number: 20623469 model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to pocket pain. The explanted products were discarded per hospital policy. No further information has been obtained despite good faith efforts.